Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2019 a patient was seen at the hospital for a suspected infection. This device and leads were explanted on (B)(6) 2019 due to this infection. This system will not be returned for analysis. No further adverse health outcomes were reported.